Event description:
Customer reported differences between his sensor glucose and blood glucose readings. Customer stated his sensor glucose reading was over 400 mg/dl and blood glucose was 150 mg/dl. The customer stated they had calibrated but their readings would just drop and then rise again. The customer's blood glucose was 120 mg/dl at the time of the call. The customer also reported a sensor error. Troubleshooting found the customer's transmitter may not be working. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with isig value out of range due to contamination and damaged contact pin one.